Event description:
It was reported that a small volume folfusor overinfused medication to the patient. The expected therapy time was 46 hours; however, the device completed the medication delivery in 24 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from june 20, 2022 - june 21, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed an image of the product batch number located at the bottom of the product bottle. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.